Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the bottom display is missing vertical pixels. It is noted this is second time in less than a year. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the display was missing segments. It was also noted that the upper case was contaminated, the lower case was contaminated, the battery release was contaminated, two side bail covers were contaminated, the ring cover was contaminated, the lead flex cover was contaminated, the heart wire contacts were contaminated, the ring was bent, the battery drawer was contaminated, and the keyboard pad was contaminated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.